Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with functional vibratory and auditory features. The pump was exercised for 24 hours with no alarms occurring. The keypad buttons were tested and no hypersensitivity was observed. A normal 10unit bolus and a 10unit audio bolus were successfully performed and both were accurately recorded in the pump history. A ¿low battery¿ warning was reproduced during investigation, and the pump emitted the appropriate audio-visual alerts. The complaint could not be duplicated on investigation.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump does not always emit a low battery alarm. There was no additional information at the time of this report. This report is being made due to a history settings issue.